Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was slow when logging in. A technical support specialist dial into the station, but the connection timed out and deployed the restart remote support service package, which showed as delayed and following knowledge article titled beyond trust v24 and rss troubleshooting and deployed enable and emailed the user to inform them that multiple remote attempts had timed out and requested a hard reboot of the station and also advised the user to check with their information technology team to verify whether there were any port or firewall issues affecting the station and field service engineer changed speed and duplex and turned off firewall to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device experienced slowness during the login process. The customer requested support to dial in to verify the network speed duplex settings and ensure the device was configured for 100 full duplexes. The customer also reported that there was an ongoing case in that room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device experienced slowness during the login process. The customer requested support to dial in to verify the network speed duplex settings and ensure the device was configured for 100 full duplex. The customer also reported that there was an ongoing case in that room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex d.